Event description:
During use of a 5f mynx grip vascular closure device (vcd), the mynxgrip could not advance through the sheath. There was no patient injury. Therefore, the vcd and sheath was removed and hemostasis was achieved with manual compression for twenty minutes. The mynx vcd used after a transfemoral cerebral angiography (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than fifty percent at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx grip. The mynx grip vcd was prepped and used according to the instruction for use (IFU) instructions. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The mynx grip didn¿t go into the sheath even though the sheath wasn¿t kinked as the user felt a strong resistance and the sealant is still in the product. Therefore, the product wasn¿t available and manual compression was performed for 20mins and recovered. The device is available for analysis. No other information was provided.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 5f mynxgrip vascular closure device (vcd), the mynxgrip could not advance through the sheath. There was no patient injury. Therefore, the vcd and sheath were removed, and hemostasis was achieved with manual compression for twenty minutes (20 mins). The mynx vcd used after a transfemoral cerebral angiography (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than fifty percent at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The mynxgrip vcd was prepped and used according to the instruction for use (IFU) instructions. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The mynxgrip didn't go into the sheath even though the sheath wasn't kinked (the user felt a strong resistance and the sealant is still in the product). Therefore, the product wasn't available and manual compression was performed for 20 mins. The patient recovered. No other information was provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stop cock open. No kinks/bends were observed in the atraumatic tip of the returned device. The sealant, advancer tube and procedure sheath were not returned with the device. Per functional analysis, an insertion/withdrawal test was performed on the returned device using an applicable lab introducer sheath, and the device was able to be inserted/advanced through the lab introducer sheath without issue. The involved procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. Per microscopic analysis, no kinks/damages in the atraumatic tip of the returned device were reveled. A product history record (phr) review of lot f2019502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported failure ¿catheter inability to advance in sheath¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). Patient and procedural factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to ¿insert the mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator¿. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.